Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination identified the spring tip was observed bent. The media attached to the parent record shows the inner package of the device open.

Event description:
It was reported that the packaging seal was compromised. The target lesion was located in the severely calcified of the left anterior descending artery. A rotawire was selected for use in the percutaneous coronary intervention (pci) procedure. After the outer package was unpacked, it was noted that the inner packing plastic bag was not sealed. There was no damage noted on the actual device. The procedure was completed with another of the same device. There was no patient complication reported and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the packaging seal was compromised. The target lesion was located in the severely calcified of the left anterior descending artery. A rotawire was selected for use in the percutaneous coronary intervention (pci) procedure. After the outer package was unpacked, it was noted that the inner packing plastic bag was not sealed. There was no damage noted on the actual device. The procedure was completed with another of the same device. There was no patient complication reported and the patient was stable post procedure.